Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2023. The patient reported, inaccurate cgm values four days after the sensor was inserted into the arm. The patient has a history of gastroparesis and cyclic vomiting syndrome, which she manages by using the tandem pump and dexcom cgm. She is hypo unaware, until her bg is below 40 mg/dl. On (B)(6) 2023, the patient reported, she could ¿feel the lows¿ and self-treated with glucagon (injectable, nasal). However, her insulin pump continued to administer basal rate insulin, because of the inaccurate cgm values. She was transported to the hospital where she was admitted, sedated, and treated for uncontrolled hypoglycemia. She was released three days later. The cgm and bg values were not provided. At the time of the report, the patient is home and resting. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session, or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.